Manufacturer narrative:
(B)(4).

Event description:
Low lead impedance and noise was observed on the rv lead remotely via merlin.net transmission and patient was presented in clinic. Patient was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that insulation anomaly was observed on the rv lead. Lead was capped on (B)(6) 2016 and a new lead was implanted. No further information available.